Event description:
A healthcare professional reported via a manufacturer representative that the implantable neurostimulator (ins) was explanted because it wasn't helping with pain that much and recharging was a burden. The patient was fine. The ins was no longer helping with pain. The ins was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.